Event description:
During treatment of normal anatomy without excessive tortuosity, the first coil, strycker 360 soft 6x20, is deployed without difficulty. However, the second orbit galaxy g2 microcoil delivery system coil was placed in the aneurysmal cavity without resistance, but as the physician was not satisfied with the placement, and wanted to remove it for replacing, but the coil was locked at once. It was impossible to get it back. The coil stretched without apparent reason. Fortunately, as the coil was in the aneurysmal cavity, the doctor was able to deployed it without consequence. Then, the procedure was completed successfully with other coils strycker without any difficulty.

Manufacturer narrative:
A first coil, strycker 360 soft 6x20 was deployed without difficulty. However, the second coil was placed in the aneurysmal cavity without resistance but as the physician was not satisfied with the placement, and during removal to replace, the coil was locked at once. It was impossible to get it back. The coil stretched without apparent reason. Fortunately, as the coil was in the aneurysmal cavity, the doctor was able to deploy it without consequence. Then, the procedure was completed successfully with other coils strycker without any difficulty. The physician decided to leave the coil in the patient, because the coil stretched, and wouldn¿t try to recapture the device. The coil did well and there was nothing more to tell about the tangle. Additional force was used to remove the coil from the site, and it was push a bit stronger. Constant fluoroscopy was performed at all times during the event. The target site was the middle cerebral artery with an unruptured aneurysm. The aneurysm neck was 6mm x 4.5mm x 3mm, with a normal vessel anatomy without excessive tortuosity. The patient had normal anatomy without excessive tortuosity. The coil was implanted and not returned. The detachment fiber was found above the resistive heating coil¿s socket ring. The distal tip of the microcatheter has been ¿ovalized¿ in an out of round condition. No manufacturing defects were found. While the exact root cause cannot be determined the most likely contributing factor to the coil becoming stretched and anchored may have occurred during repositioning when the coil became anchored on itself, or on the coils already dwelling in the target site (if previously placed), or on the distal tip of the microcatheter during the repositioning process. When the anchored coil was retracted for repositioning it stretched. At this point it was decided to implant the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event could not be confirmed, since the coil was implanted, and detachment fiber was found above the resistive heating coil¿s socket ring. With the available information it appears that the event could be procedural related. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this point.

Manufacturer narrative:
(B)(4). The product is expected, but to date the device has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The physician decided to let the coil into the patient, because the coil stretched, he wouldn¿t try to recapture it. The coil did well and there was nothing more to tell about the tangle. Additional force was used to remove the coil from the site, and it was push a bit stronger. Constant fluoroscopy was performed at all times during the event. The target site was the middle cerebral artery with an unruptured aneurysm. The aneurysm neck was 6mm x 4.5mm x 3mm, with a normal vessel anatomy without excessive tortuosity.

Manufacturer narrative:
The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. (B)(6). UDI: unknown part number, attempts are being made to obtain product information and will be submitted upon receipt if provided.